Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a patient presented in clinic, battery low message was observed on programmer screen. Diagnostic anomaly was suspected. Battery measurement was recommended to clear the message.